Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015. "Approximately 24 hours post-ablation, with acute onset of severe pain along with nausea and vomiting. She was observed for 24hrs with a diagnosis of possible ileus [and upon further evaluation] a CT-scan was consistent with a bowel injury and the patient had an acute abdomen. She was taken to the operating room for surgery". During the surgery it was noted "the small bowel was adherent to the fundus of the uterus. When the bowel was dissected off of the uterus, there was noted to be two areas of thermal injury at the cornual region of the uterus which coincided with two thermal injuries of the small bowel associated with perforation. These two areas of small bowel were resected and an anastomosis was performed. Thermal changes were also identified on the cecum which was oversewn. A hysterectomy was also performed". The discharge date is unknown.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).